Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges that when trying to advance a microcatheter over a guidewire into the tibial artery under fluoroscopy, the tip of the guidewire detached. The guidewire tip and the microcatheter were successfully removed from the patient together, without additional medical intervention. No additional patient consequences to report.

Manufacturer narrative:
The suspect medical device will not be returning for engineering evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.